Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a blue screen while in use two separate times. After restart is seems to work fine. The customer sent the unit in for evaluation and repair. The initial problem reported by the customer, cns displayed a blue screen while in use on two separate times, could not be duplicated even during an extended test using a recorder, printer, and bedside monitors. During the evaluation it was found that the full disclosure could not be retrieved and the device kept displaying "cannot load data". The hard drives were re-imaged with version 02-51. The device was tested per the service manual and the results were recorded on the maintenance check sheet. The device completed 72 hours of extended testing and operates to manufacturer's specification. The device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen while in use two separate times. During the evaluation, it was also discovered that full disclosure cannot be retrieved, displaying a "cannot load date" message.